Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were attempted, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The external visual inspection revealed a cut on the silastic overmold nearby the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed two broken electrode wires nearby the electrode ground ring sleeve. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across several electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
The external visual inspection revealed a cut on the silastic overmold nearby the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed two broken electrode wires nearby the electrode ground ring sleeve. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.